Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade IV, and double capsule. Follow-up findings, the implant was found to be intact. Healthcare professional later reported "positive alcl diagnosis." Patient representative additionally reported "alk negative anaplastic large cell lymphoma," "risk of developing bia-alcl again in the future," "mental stress, anxiety, worry, humiliation, fear, and concern." Pathological marker cd30+ has been received. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2011. (B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified yellow particles on the outer surface of the device, and deformation. The weight of the device was within specification. Crystalline white gel was observed as well. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.